Event description:
During the transaortic tavr procedure, the 26mm sapien valve was deployed in a 50:50 position. Post deployment, the echocardiogram showed the patient developed moderate central ai and indicated only two leaflets of the sapien were coapting. An attempt was made to free the non-moving leaflet with a pigtail catheter without success. The decision was made to place a second valve. The second 26mm sapien valve was aligned within the first valve in a 50:50 position. A repeat echocardiogram showed the central ai had been reduced to mild. At the end of the procedure, the patient was stable and was transported to recovery. The non-coapting leaflet was believed to have been caught against the sapien frame. Note: this report pertains to the first sapien valve deployed. Per report, the aortic valve and root were moderately calcified, the ejection fraction was 50%, the sinotubular junction (stj) measured 28.1mm, the sinus of valsalva (sov) measured 33.1mm, and the patient did not have severe ventricular septal hypertrophy or mitral annular calcification (mac). Additionally, both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the non functioning leaflet could not be confirmed. The valve was positioned appropriately. It is believed that the non-coapting leaflet might have been caught against the sapien frame thus causing the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.